Event description:
It was reported that spinal needle 22ga 3-1/2in was clogged. The following information was provided by the initial reporter: spinal needle with reduction or absence of permeability when the csf is viscous (meningitis/hemorrhage spinal cord), sometimes requiring 3 needles per procedure, increasing the risk of infection and hypotension liquor.

Manufacturer narrative:
H6: investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product is inspected throughout the manufacturing process according to procedure, verifying all critical dimensions are within specification and there is no damage or defects with the product. All records were reviewed and no issues were identified during inspections for the reported lot. Based on the available we are not able to identify a root cause at this time. H3 other text: see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that spinal needle 22ga 3-1/2in was clogged. The following information was provided by the initial reporter: spinal needle with reduction or absence of permeability when the csf is viscous (meningitis/hemorrhage spinal cord), sometimes requiring 3 needles per procedure, increasing the risk of infection and hypotension liquor.